Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient has expired. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. Additional information was requested but not received.